Event description:
Pt had 2 occlusions of the saphenous vein graft (svg). Balloon angioplasty with stent was performed on the 1st lesion in the middle 3rd of the svg from aorta-rt. Posterior descending. A 3.5-5.5mm 190cm filterwire ez embolic wire was used to cross the lesion. Balloon angioplasty with stent performed on 2nd lesion in proximal 3rd of the svg from aorta-rt. Posterior descending. After stent deployment the filterwire ez nitinol ring was unable to be retrieved successfully. Retrieval sheath couldn't be advanced to wire easily due to previously stented area proximally. Filter basket seemed to have caught the stent struts and was unable to be recaptured despite multiple attempts. The filter is still in the patient. The filter will not be removed as the pt. Is a poor surgical candidate. The physician was able to cross the vein bypass graft with a guidewire and ultimately perform balloon angioplastyand stent. The filter was pushed against the wall of the saphenous vein bypass graft and flow was restored.